Manufacturer narrative:
Control solution testing was conducted, but control solution was expired.

Event description:
Customer's father reported receiving erratic readings. In blood glucose tests, customer received a reading of 172 and 241 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to MFR's specifications.